Manufacturer narrative:
Customer obtained lower than expected initial unconjugated estriol results for patients and quality control (qc) on several reagent packs of the same lot. Reruns of patients and qc on different packs of the same reagent lot produced higher results. H3: service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous low access unconjugated estriol test results were obtained for 27 patient samples and controls when using the access 2 immunoassay system. The erroneous test results were not reported out of the laboratory. Repeat analysis was performed. The test results were higher and were considered correct. No reports of death or serious injury, and no affect to patient treatment as a result of this event.